Event description:
It was reported that removal difficulty and guide wire tip detachment occurred. The target lesion was located in the coronary sinus. A mailman guidewire was selected. A non bsc coronary sinus lead was advanced over the wire however the lead cannot be moved forward and became stuck. The physician pulled the guide wire back, however the tip of the wire was "shaved off" and was left in the coronary sinus . An attempt was done to retrieve the detached tip but was unsuccessful. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Additional information - device lot number 15660548 was added. Correction - upn was reported as unk543 should be 7081. Correction - this event was filed in error by the cardiology division of boston scientific. This device belongs to the cardiac rhythm division of boston scientific. This event has been forwarded to the cardiac rhythm division for review and submission. (B)(4).

Event description:
It was reported that removal difficulty and guide wire tip detachment occurred. The target lesion was located in the coronary sinus. A mailman guidewire was selected. A non bsc coronary sinus lead was advanced over the wire however the lead cannot be moved forward and became stuck. The physician pulled the guide wire back, however, the tip of the wire was "shaved off" and was left in the coronary sinus . An attempt was done to retrieve the detached tip but was unsuccessful. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).